Event description:
It was reported that a progav 2.0 shunt system (#fx552t) was implanted. According to the complainant, the shunt system caused an overdrainage and underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, some bloody residue tissues on the devices were determined. Permeability test: a permeability test has shown that all components have a blockage. Computer controlled test: not applicable due to blockage. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found in progav 2.0. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine that there is a blockage in the valve and in the control reservoir. The deposits visible in the valve have led to the occlusion. The blockage of the reservoir can be attributed to the product being returned in a dry state. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can impair the integrity of the valve. The examination of the returned product is complete with the preparation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.